Event description:
Reportedly, during pt use, "high rr", "high pressure" and "high minute volume" alarm occurred. The unit did not stop auto triggering. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, pt info was not provided.